Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that prior to the evaluation they had sciatic nerve in their leg and that it had been more noticeable with the device. The patient stated that they never received the pamphlet for the programmer instructions or the patient guide. The patient noted that they were still not completely emptying like before. The patient increased the stimulation for the retention concerns and the patient noted that they had already spoken to their healthcare professional (hcp) about the sciatic nerve during the procedure. It was indicated that the issue was not resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were still having pelvic pain and noticed that the pelvic pain continued even when shutting the device off overnight the night before report. The patient stated that they were not sure if the pain was due to being constipated the entire time of the advanced evaluation or if it was device related or something else. The patient was advised to leave the device shut off until instructed by their hcp to turn it back on. It was indicated that the issue was not resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that as of 30 minutes prior to report they had not been able to bend properly. The patient felt that they may have strained a muscle in their buttocks while getting off the doctors table on the day of report. It was indicated that it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(6) 2017 the patient reported that they had spasms in the rib during the trial. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.